Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 which has health professional incorrectly checked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified although it can be presumed that it was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ ¦inspection of the endoscope 1 inspect the control section and eyepiece section for any irregularities such as excessive scratching, deformation, and loose parts. 2 inspect the eyepiece lens and the cover glass of the light guide connector for any irregularities such as scratches, cracks, and stains.4 inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. 3 inspect the boot and the insertion section near the boot for any irregularities such as bends, twists, tears, and cracks. 4 inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. 5 holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section. Confirm that no objects or metallic wire protrude from the insertion section. Also, confirm that the insertion tube is not abnormally rigid. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that water tightness was lost due to a dent on the distal end and due to a pinhole on the bending section cover. Upon further inspection, it was observed that the forceps channel port was shaved due to physical stress. It was also observed that the adhesive on the bending section cover had a chip. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that a foggy image occurred due to damage on the objective lens. It was observed that the connecting tube had a dent due to physical stress. It was also observed that the control unit had discoloration due to chemical stress. Additionally, it was observed that the control unit had a crack due to a handling problem. It was also observed that the grip had discoloration due to chemical stress. It was also observed that the venting connector under the grip was shaved due to a handling problem. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: connecting tube, eyepiece, grip and on the angulation lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the uretero-reno fiberscope had an air/water leak. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the forceps channel port was shaved which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.